Event description:
Procedure: unk. Reportedly, the gray button on the handswitching suction coagulator, malfunctioned over the past 3 days. The gray button on the handle would either stick (maintaining cautery) or would release too slowly (maintaining extended cautery). The top edge of the one handle housed by the blue insulated rubber with a chrome cannulated tip had a short amount of chrome at the end and the surgeon did not feel comfortable.